Event description:
It has been reported to the co during the procedure the shaft of this device split. Reportedly, the split was detected six inches above the hub of the catheter. The pt is reported as fine and the device is being returned for analysis.